Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned guide wire. The reported difficult to position, difficult to remove and irregular texture were unable to be confirmed. The guide wire was able to be advanced and removed without any resistance or sticky feeling noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Factors that may contribute to the inability to advance/retract the stent delivery system (sds) over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, coagulation of blood, or damage to the distal shaft of the sds. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional xience sierra device referenced is being filed under a separate medwatch report. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and non-calcified lesion in the mid circumflex artery. A balance middleweight (bmw) universal ii guide wire was advanced to the target lesion. An unspecified trek balloon dilatation catheter (bdc) was advanced over the bmw to perform pre-dilatation. Pre-dilatation was complete, and the bdc was removed. An unspecified xience sierra stent delivery system (sds) was prepped per the instructions of use and was being advanced over the bmw guide wire; however, resistance with the bmw guide wire was felt and the guide wire felt sticky. The sds did eventually advance on the guide wire. Additionally, resistance with the anatomy was felt when advancing the sds; therefore, an unspecified guide wire was advanced as a buddy wire to help advance the sds to the target lesion. The sds reached the target lesion and the stent was successfully deployed. An attempt to remove the sds and leave the bmw guide wire in place was made; however, resistance was met between the sds and the guide wire. The sds and bmw guide wire were removed together. The procedure was successfully completed by advancing an unspecified trek bdc over the buddy guide wire and performing routine post-dilatation of the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.